Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot 9126524 and based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd was unable to determine the specific lot number for the second reported incident associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has initiated further investigation relating to this issue through CAPA# 260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube has been found experiencing underfill during use. The following has been provided by the initial reporter: it was reported that tubes are not filling properly. Pst tubes not filling properly. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? Most tubes were no fill or a splash of blood (almost like there was little to no vacuum so the collector did not send. Complaint 1 of 3.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9126524. Medical device expiration date: 2020-05-31. Device manufacture date: 2019-05-06. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube has been found experiencing underfill during use. The following has been provided by the initial reporter: it was reported that tubes are not filling properly. Pst tubes not filling properly. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? Most tubes were no fill or a splash of blood (almost like there was little to no vacuum so the collector did not send. Complaint 1 of 3.